Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend of the formed needle, indicating improper installation; the formed needle was not seated in the slide retract. This improper seating caused the failure of the needle to retract. The external soft cannula was found torn at the tip of the exposed formed needle, although it cannot be determined when or how this occurred.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.